Event description:
It was reported that the ventilator's screen lock was unable to be unlocked and there was a misalignment in the reacting portion on the touch panel. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported, as the ventilator reportedly kept operating. The manufacturer¿s international service technician could not duplicate the screen lock failure to be unlocked issue. The service technician did find there was a misaligned with the touch position on the touchscreen. A touchscreen calibration was performed, however the issue continued. The manufacturer¿s international service technician replaced the touchscreen. The unit was checked overall, run in tested, cleaned, functionally tested and no other abnormality was confirmed.

Manufacturer narrative:
G5: 510k: k102985. A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The ul_lr / ur_ll resistance and resistance ratio are out of spec. Faults are found on this returned touchscreen.